Manufacturer narrative:
Following detailed device analysis, proximal stent damage was found. Visual and microscopic examination of the crimped stent revealed damage to the proximal end. Some of the stent struts were severely misaligned and raised. No kinking or damage was noticed along the shaft of the device. The balloon and tip profiles of the device was visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the manufacturing record for this particular top assembly batch number 8708316 and manifold batch # 8693045 shows that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause of the complaint incident could not be identified. Proximal stent damage is consistent with the device meeting some form of restriction on withdrawl.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 3.0x20mm drug eluting stent to the severely calcified, left anterior descending (lad) artery, but was unable to cross the lesion. Upon removal, the device got stuck in the guide, and it was noted that a stent strut had lifted or fractured. No patient injuries or complications occurred. The procedure was completed with another device, unk type and size. Patient status is satisfactory.